Event description:
The patient reported that their livongo blood pressure monitor was reading inaccurately, which caused a potential missed diagnosis. The patient stated when they sought medical attention at a hospital, they were admitted for hear problems that they should have sought attention for sooner, however they were under the impression that their blood pressure was normal. The member did not clarify what kind of treatment that they received for their heart condition.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Event description:
The patient reported that their livongo blood pressure montior was reading inaccurately, which caused a potential missed diagnosis. The patient stated when they sought medical attention at a hospital, they were admitted for hear problems that they should have sought attention for sooner, however they were under the impression that their blood pressure was normal. The member did not clarify what kind of treatment that they received for their heart condition.

Manufacturer narrative:
Multiple attempts were made to reach the patient to gather additional information, and to replace the monitor but were unsuccesful. Should the device be returned at a later date, a supplemental report will be filed.